Event description:
Per the surgeon's report, this pt has his first bahe titanium fixture implant in 03 (date unk). The device was implanted in the occipital region, which is incorrect for baha device. The site did not heal and periodic drainage was evident. A surgery was performed to place another fixture in a more appropriate location in 04 (date unk). However, the original site remained problematic. The pt's current surgeon noticed that the fixture did not have a cover for the screw, which may have caused the irritation. He explanted the fixture (date unk) and abutment.